Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump powered off randomly. The customer's blood glucose level was unknown at the time of the incident. The customer's insulin pump also rejects new batteries, battery life diminished from first day, and had unexplained random no delivery alarms.